Event description:
It was reported that during the laparoscopic sleeve gastrectomy, there was a large amount of bleeding all the way throughout the staple line. It was pumping blood below the fundus of the stomach where the staple line was. The surgeon used two gold cartridges and three blue cartridges. The case was set back awhile due to the surgeon having to over sew the entire length of the staple line.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? -on the stomach, all the way from 3-5 cm. Of the pyloric antrum to the fundus of the stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. Were all the staples deployed?- it seemed that all staples were deployed. Were the deployed staples formed completely? There were some staples that didn't fold over correctly. Was buttressing material utilized? If so, which product?- no. Was the instrument fired across or near an existing staple line or clip?- it was a sleeve gastrectomy so it fired in the crotch of the previous staple line. Were any unexpected noises heard? If so, when? -no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? Unk. It is mentioned in the complaint that there was a large amount of bleeding. What was the quantity of bleeding? -unknown. Was a transfusion or blood products required?- no. Was there any other type of intervention required due to the bleeding?- the surgeon just had to clip the staple line, and over sew. Blood amount unknown.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60b reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a surgical photograph was received. After review, a definitive root cause could not be determined based on the event description and photographic evidence analyzed. However a possible cause might have been cartridge deck deflection due to tissue compression/compliance forces relative to the cartridge selection.